Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: other relevant device(s) are: sn: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, 00668813 (hcp, rep): medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported the system was displaying a red fault for the axiem box and emitter. The site stated there was no fault light on the axiem box. Site rebooted system with no change. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome. A manufacturer representative then checked the internal connection, and everything was fine. The system was booted, and the axiem box and emitter was functional. The initial reported stated that at the beginning of the case, the same thing occurred, but when they moved the axiem box they got the fault. The manufacturer representative manipulated the cables and the fault occurred. The manufacturer representative then noticed that part of the power/communication cable was frayed with exposed wires.

Manufacturer narrative:
The electromagnetic interface power/communication cable was returned to the manufacturer for evaluation. Testing found that the cable jacket was torn near the lemo connector exposing the shield wire but no bare conductors. Continuity testing found an open on one pin of the universal serial bus (usb) cable. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the use of navigation was aborted. It was also noted the suspect part was replaced to resolve the issue.